Event description:
In 2006, the pt was implanted with three gore excluder aaa endoprosthesis. On an unknown date, a proximal lateral type 1 endoleak was identified. On five months later, the patient was implanted with a gore excluder aaa endoprosthesis aortic cuff. On an unknown date, growth in the aneurysm sac was identified. On approx two months later, the patient presented to the emergency room with a ruptured aneurysm. An open surgical repair was completed. All devices were explanted. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.